Manufacturer narrative:
Medical device lot #: 8590607 was reported but is not valid for this product. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder has been found experiencing three occurrences of safety shield failure during use. The following has been provided by the initial reporter: it was reported that the vacutainer's safety device just falls off. 10/02/2019: customer response: what is the product reference/catalog number? (368651). Is the lot number of the product that was affected known? (8590607).